Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found.

Event description:
It was reported that there was an insulation issue on the pace/sense portion of the lead and high impedance greater than 200 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.